Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a flexible ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the inner lining of the sheath stripped off and floated around the ureter of the patient. Reportedly, the surgeon was able to retrieve the stripped pieces using a basket, leaving no trace of the product in the patient and finished the case without further issues or impairments. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.